Manufacturer narrative:
Due to character limitation in block e1: event site address: (B)(6). Updated fields: b4, e1 (event site address, event site email), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: e1 (event site telephone). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse determined that when the helium bottle was turned to close, there was a little bit of gas that escaped from the bodox seal. The holder screws was not done up tight. The unit was evaluated overnight and passed leak test. Fse determined the unit was be functional. Remediation steps performed by fse: dismantled and cleaned the box seat. Assembled and tightened all screws around the holder. Replaced bodox seal and o-ring.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. There was no patient involvement reported.

Event description:
It was reported during routine check that cardiosave intra-aortic balloon pump (iabp) has a leak. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.